Event description:
It has been reported to philips that the geometry movements were partly available. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system log files. It was identified that geo ipc was failing and not booting up. The geo ipc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, device was in clinical use during this issue occurrence. The diagnosis was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements were partly available. Review of the system log file showed that ipc was defective. Fse replaced geo ipc to solve the issue. After replacement of the geo ipc , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.